Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had large black line in display. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4 h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor quality image and dented outer tube. Based on the results of the investigation, the cause of the malfunction was traced to be component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.